Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient was then transferred to the tertiary center. At transfer, the patient was observed to have a access site bleed. The bleeding was treated by a suture and blood products - six units of fresh frozen plasma and two units of red blood cells. The pump remains on for support.

Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since the hub was not sutured leading to profusely bleeding.